Manufacturer narrative:
Product code (d2b) - additional product code qon detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this neurostimulator was providing ineffective therapy to the patient. The device was interrogated and found that therapy was programmed on with comfortable stimulation and normal impedances. The device was reprogrammed for efficacy and the patient placed on a new medication. No further action has been taken or planned at this time. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this neurostimulator was providing ineffective therapy to the patient. The device was interrogated and found that therapy was programmed on with comfortable stimulation and normal impedances. The device was reprogrammed for efficacy and the patient placed on a new medication. The patient continues to have the need to catheterize and is having breakthrough episodes of incontinence but is not experiencing any discomfort or pain. The device is not as effective as it once was. The patient has a complex medical history including frequent utis and multiple sclerosis. No further action has been taken or planned at this time.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this neurostimulator was providing ineffective therapy to the patient. The device was interrogated and found that therapy was programmed on with comfortable stimulation and normal impedances. The device was reprogrammed for efficacy and the patient placed on a new medication. The patient continues to have the need to catheterize and is having breakthrough episodes of incontinence but is not experiencing any discomfort or pain. The device is not as effective as it once was. The patient has a complex medical history including frequent utis and multiple sclerosis. No further action has been taken or planned at this time.

Manufacturer narrative:
A correction was made to the h6 field of patient code. Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this neurostimulator was providing ineffective therapy to the patient. The device was interrogated and found that therapy was programmed on with comfortable stimulation and normal impedances. The device was reprogrammed for efficacy and the patient placed on a new medication. The patient continues to have the need to catheterize and is having breakthrough episodes of incontinence but is not experiencing any discomfort or pain. The device is not as effective as it once was. The patient has a complex medical history including frequent utis and multiple sclerosis. No further action has been taken or planned at this time.

Event description:
It was reported that this neurostimulator was providing ineffective therapy to the patient. The device was interrogated and found that therapy was programmed on with comfortable stimulation and normal impedances. The device was reprogrammed for efficacy and the patient placed on a new medication. The patient continues to have the need to catheterize and is having breakthrough episodes of incontinence but is not experiencing any discomfort or pain. The device is not as effective as it once was. The patient has a complex medical history including frequent utis and multiple sclerosis. No further action has been taken or planned at this time.

Manufacturer narrative:
A correction was made to the h6 field of patient code. Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.